Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro centrifuge vial with clear surgical residue on product. Visual inspection found the lens haptic bent and residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.patient code (B)(4): secondary surgical intervention, explant and exchnage for shorter lens. Patient code: this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.0/+1.0/092 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.